Event description:
It was reported that oversensing of noise and myopotentials was observed on the device and right ventricular (rv) lead. Abbott technical support was contacted and far-field p wave oversensing was also observed on the device and rf lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.